Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system (implanted in the cervical area), including an ipg, on (B)(6) 2011. Approx one month post-implant, the pt was leaning over her bath tub to wash her hair. At this time, the pt reportedly felt a pop in her head followed by immediate pain down her spine. Since that time, the pt has not felt any stimulation from her scs system. An x-ray confirmed the leads had not migrated since implant, however, a possible disconnection between the ipg and an extension was noted. The pt is tentatively scheduled for exploratory surgery. No further pt complications were reported as a result of this event.